Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. During the most recent occurrence, the customer's blood glucose level was 464 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.